Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. High sensing integrity counter (sic) count appears to be physiologic instead of non-physiologic oversensing. No evidence of lead failure observed.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic). The patient will be brought to the clinic for follow-up and the lead remains in use. No patient complications have been reported as a result of this event.